Event description:
It was reported that during pre-surgery, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device did not rotate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During evaluation, it was observed that the device did not rotate. The assignable root cause for the hole in the hose was due to mishandling (user error) by allowing the hose to come in contact with a sharp object. The assignable root cause for the device not rotating was due to worn bearings and vanes due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.